Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: with all the available information, boston scientific concludes the reported, foreign material present in device event was confirmed. Laboratory analysis of the returned farawave 31 mm us revealed white marks on the catheter hand. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: analysis of the returned catheter revealed the presence of white marks on the catheter handle. Both visual inspection and media review confirmed the appearance of white marks on the catheter. Functional testing was performed to assess device performance. A guidewire was successfully inserted through the catheter without difficulty. Deployment testing was conducted multiple times, and the device was deployed to both the basket and flower positions. No unusual resistance or functional abnormalities were noticed during deployment. Difficult to deploy and difficult to load wire issues were unable to be confirmed. Risk review: a review of the farawave 31 mm us risk documentation was completed and confirmed that the event of foreign material present in device, difficult to deploy and difficult to load wire are known events defined in the products risk management documentation. These events type has been accounted for during product risk analysis to support acceptable risk benefit for the product. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: boston scientifics investigation determined for the foreign material present in device event a result of a quality control deficiency based on the identification of white stains/marks in the handle section of the catheter. While no physical breakage or structural damage was observed, the presence of these surface anomalies constitutes a cosmetic defect damage in the handle that impacts product quality

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure a farawave 31 mm - us catheter was selected for use. However, upon opening the package, residue was observed on the device handle. The handle lever produced a crunchy sound and did not slide smoothly. Additionally, the guidewire was difficult to insert, and once inserted, it did not glide properly. It felt as though it was catching in the middle section of the shaft. The package was not damaged. The device was replaced and the procedure completed without patient complications. The device is not expected to return for laboratory analysis; it is retained by the customer.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure a farawave 31 mm - us catheter was selected for use. However, upon opening the package, residue was observed on the device handle. The handle lever produced a "crunchy" sound and did not slide smoothly. Additionally, the guidewire was difficult to insert, and once inserted, it did not glide properly. It "felt" as though it was catching in the middle section of the shaft. The package was not damaged. The device was replaced and the procedure completed without patient complications. The device is not expected to return for laboratory analysis; it is retained by the customer.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.